Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a feeling of palpitations. Technical services (ts) reviewed the event and found stored episodes of pacemaker mediated tachycardia (pmt). The pmt algorithm successfully terminated these episodes. Ts also stated that there were episodes of crosstalk oversensing of atrial pacing on the ventricular channel. Additionally, ts mentioned that since the right atrial automatic threshold (raat) test was on, this could cause the symptoms as palpitations. Reprogramming options were provided. No adverse patient effects were reported. This crt-p remains in service.